Manufacturer narrative:
Section b3: date of event is estimated. It was reported to abbott, a patient was experiencing ineffective stimulation. The patient had experienced a fall. X-rays revealed the leads had migrated 2 vertebral bodies. The patient underwent a revision where both leads were repositioned. Effective therapy was restored. Nothing was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-03041. It was reported that patient experienced ineffective therapy. It was noted that patient had a fall. Targeted pain pattern is both upper extremities with right side being the worst. Reprogramming was attempted by an abbott representative to no avail and effective therapy for right upper extremity was unable to be captured. X-rays were taken and showed the leads had migrated down at least 2 vertebral bodies. Surgical intervention was undertaken on (B)(6) 2024 wherein both leads were repositioned. No product was explanted. Effective therapy was restored.